Event description:
The patient reported, that her device system was removed due to meningitis. No patient symptoms or outcome was reported. The drug contained in the patient's pump was not reported. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
.